Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided information, changing the upstream pressure sensor solved the issue. Despite several requests for the device return and attempts to collect additional information. From complaint description it seems that the cause of the event could be linked to a defective upstream pressure sensor but this cannot be confirmed without proper investigation test in brézins. However, if we do get information later on we may re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety this complaint is considered as: not investigated. The trend is: normal.

Event description:
The following has been reported by customer: the upstream was exceeding the number. Upstream sensor replaced. Full description: connected the pump and air bubble alarm appeared, made sure there is no air bubble and tried it again did not solve the problem. Disassembled the pump and replaced the air bubble sensor, connected air bubble sensor disappeared. Went through all the calibration and proceeded to the test and the upstream was exceeding the number. Calibrated multiple times and the issue not been solved, disassembled the pump and replaced the upstream sensor. Started the calibration and test again all passed. Tried to configure the wifi but couldn't enable it, wifi replaced and all works fine pm passed (B)(6) 2025- software updated to 2.2f- replaced rfid battery- replaced internal battery pack- replaced pump membrane- upgraded software reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.